Event description:
Customer tested 500 mg/dl on the advantage system and administered humulin r after obtaining this result. Customer re-tested within 10 minutes and result was 122 mg/dl. Customer self treated with hard candy as a precaution after taking insulin. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer tested 500 mg/dl on the advantage system and administered humulin r after obtaining this result. Customer re-tested within 10 minutes and result was 122 mg/dl. Customer self treated with hard candy as a precaution after taking insulin. No adverse event reported. Requested return of suspect device and replacement was sent.